Event description:
Treatment of an aneurysm. It was reported that the proximal end of the pipeline did not open during placement and the device was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).